Event description:
It was reported that the patient experienced eight infusion sets being ripped out after the tubing became caught on (b)(6) 2026.

Manufacturer narrative:
Initial 1 of 8.Based on the available information, this event is deemed to be a Reportable Malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380